Event description:
Paramedics responded to a person attended to by emergency medical technicians with an automatic external defibrillator. The pt was described as in cardiac arrest and the automatic external defibrillator had advised no shock. The device was connected to the pt and the pt's rhythm was diagnosed as in pulseless electrical activity. Shortly later, according to the reporter, the device powered down by itself because the batteries became low and no spare batteries were available for use. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.